Manufacturer narrative:
The customer¿s report of the pump failing to alarm was not confirmed. Analysis of the pcu event log shows that on (B)(6) 2016, a pump module and a pca module were attached to the pcu, however only a pc unit and a pump module were returned for investigation. Physical inspection noted the devices to be in good condition. No anomalies were observed. The log shows that at 5:56 pm on (B)(6) 2016 the pump module was programmed to infuse ¿ IV fluids¿ at a rate of 125ml/hr. The infusion was programmed for a delay, and started at 7:16 pm. This infusion ran until 1:05 pm on (B)(6) 2016, and during this time there were 5 secondary infusions programmed and completed. Functional testing of the air in line sensor found it to be operating as expected with no issues. The log shows that the pca module was programmed to infuse hydromorphone 30mg/30ml in the pca dose only mode with a dose of 0.2mg and a lockout interval of 10 minutes. Doses were delivered at 04:54 am and 11:45 am on (B)(6). The device was channeled off at 1:05 pm. The pca module does not detect air-in-line. The root cause of the customer¿s report of the pump failing to alarm was not identified.

Event description:
The customer reported that a pump failed to alarm, however no information was provided about what alarm had been expected. A pca flowsheet was subsequently provided, indicating that the patient had been receiving dilaudid pca 0.2mg every 10min with no basal rate. The record indicates that demand doses were delivered at 5:00 am and 12:45 pm on (B)(6) 2016. At 13:00 there is a notation of "machine malfunction", and the accompanying nursing notes indicate that at 14:25, the tubing was noted to contain air down to the IV insertion site. Although the patient was asymptomatic, a 12 lead EKG was done.